Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 40 mg/dl. Pump data review by tandem technical support showed the customer manually unlocked the pump and delivered a 10 unit bolus. Customer indicated pump was worn directly against the skin while customer was sleeping, and customer believes pump was inadvertently interacted with. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.